Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were depressed on the delivery device. The seal was folded inside the loading device so it appeared that the seal was loaded properly and was then pre-maturely deployed by the user. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal didn't load into the delivery tube properly" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal didn't load into the delivery tube properly, it was 'jacked up' when they opened it. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.